Manufacturer narrative:
Follow-up #1: date of submission 21-feb-2019 device evaluation: the device has been returned and evaluated by product analysis on 11-feb-2019 with the following findings: during investigation, according to the total daily dose, the pump was delivering the programmed basal rates at the time of the complaint on 14-dec-2018. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 516mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated with insulin via pump by their healthcare provider. During troubleshooting with customer technical support, it was revealed the infusion set had been left in the patient for more than four days. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.